Manufacturer narrative:
Philips received a complaint on the m4735a (heartstart xl defibrillator/monitor) indicating that the device had a low battery and shuts down. There was reportedly no patient involvement. A philips field service engineer (fse) visually inspected the device and confirmed the reported problem. The hospital replaced the battery from their own stock and the device was returned to full functionality. The device was put back into service at the customer site. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there was insufficient battery storage of the defibrillator. There was no reported patient involvement.